Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during use. The home patient (hp) pressed go to start day drain and was not connected to the machine. After the alarm she then connected herself thinking that she would be able to press go and the therapy would start. Gts explained the alarm to the hp and had her cycle power. The hc then got a system error 2367. Gts explained that she would need to start over with new supplies. On (B)(6) 2010, product surveillance spoke with the nurse who stated that she saw the hp and she had not experienced any complications.

Manufacturer narrative:
(B)(4). The sample and lot information are not available. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the report the cause of the se 2240 is due to air being sucked into the disposable caused by the patient was not connected when therapy initiated. The home patient (hp) pressed go to start day drain and was not connected to the machine. After the alarm she then connected herself thinking that she would be able to press go and the therapy would start. A review finds the labeling adequate for the use error(s) present. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).